Event description:
It was reported that the device was used during a colon resection procedure. It was reported by the rep that the tlc55 instrument would not fire. Suture was used to finish the case. There was no consequence to the patient.